Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure when the first device was taken out of the sterile container the tissue pad fell off of the device. A second like device was tried and while in use the tissue pad melted. It did not fragment or fall off of the device. The procedure was completed with alternate unlike device.

Manufacturer narrative:
(B)(4). Batch # r9256t. Investigation summary: the device a was returned sterile and in its original package with the tissue pad with no apparent damage and properly attached to the clamp arm and not detached as reported by the customer. The package was opened and the device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.